Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis and chest pain occurred. The target lesion was located in the left anterior descending artery. A promus premier¿ stent was implanted in the lesion however three hours post procedure, patient came back with chest pain. Coronary angiography was performed and revealed thrombus within the implanted stent. The patient was given with 60mg of effient and aspirin. The physician performed thrombus aspiration, thrombectomy, balloon angioplasty and intravascular ultrasound (ivus). Post procedure, the patient was given reopro and the procedure was completed. No further patient complications were reported and patient's status was good.